Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
It was reported the patient experienced discomfort at the ipg site. As a result, surgical intervention was undertaken on (B)(6) 2019 wherein the ipg was relocated. Stimulation was restored following the procedure

Event description:
Further follow-up indicates surgical intervention resolved the issue.